Manufacturer narrative:
(B)(4). Concomitant products: therapy date: (B)(6) 2021; 167030 - vangrd cr por/ha fem - rt 67.5 - 3775615; 141273 - bmet regenx pri tib tray 71mm - 488230; 141310 - biomet I-beam pri stem 40mm - 136010. Report source: foreign - (B)(6). The customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported a patient underwent a knee arthroplasty. Approximately five and a half years post implantation, the patient was revised due to instability. Attempts have been made and no further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. The DHR was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported a patient underwent a knee arthroplasty. Approximately five years post implantation, the patient was revised due to instability. Attempts have been made and no further information has been provided.